Manufacturer narrative:
A4. Weight: 210 (units not provided). Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unknown pump experiencing line blocked issue while using the cadd cleo infusion set. The patient's blood glucose was at 331 mg per dl and rising. During correction bolus, line blocked alarm persisted interrupting bolus. While inspecting the tubing, the patient denied any kinks or damage. The patient placed the infusion site on the right side of the abdomen near the lower back and then tried to deliver another bolus, but it was also interrupted with line block alarm. The patient reattached the tubing to the site and delivered the bolus successfully; blood glucose levels were then declining. There was no patient harm.